Event description:
Philips received a complaint on the intellivue x3 patient monitor indicating there was a ¿no alarm". The device was in use at the time of the event. No adverse event occurred.

Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer and reviewed the device logs, .ppd data, and audit strips. The product manager and st/ar engineers confirmed the system was working as configured and did not alarm for vtach or extreme hr because the episode did not meet the threshold criteria (vtach run of 10 pvcs and hr >150 bpm; actual hr was 145 bpm). The biomed was provided with this information and confirmed understanding. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.